Event description:
A report was received from a user facility in the USA stating "the tubing would not irrigate or aspirate after the priming and tuning function was completed. Another pak was used to complete the procedure. This occurred during three separate cases." There was no serious injury, permanent impairment or reports of pt impact related to these three separate reported events.

Manufacturer narrative:
Three collection cassette assemblies were received in a cardboard box. No data was provided to identify the date of use or specific info to relate the device to the reported event; therefore, the evaluation of all devices has been included in this evaluation report. One bl5112 pack label from lot u7414, expiration 05/01/2013, was also included with the devices. Assembly #1 - the assembly was received with dried solution in the lines. A hand-written note stating "bss couldn't run" on a piece of tape was affixed to the side of the cassette. The device passed visual inspection for assembly. Assembly #2 - the assembly was received with dried solution in the lines. A handwritten note stating "continuous run" on a piece of paper was affixed to the side of the cassette. The device passed visual inspection for assembly. Assembly #3 - the device passed visual inspection for assembly. Functional testing on all three assemblies was performed as follows: each assembly was inserted into the stellaris system, were captured and recognized. All three assemblies passed the self vacuum test and primed and functioned as required. The assemblies irrigated and aspirated as intended. These assemblies met current functional standards. The cause of the reported problem could not be determined. Sterilization and lot history records revealed no exceptions. Report 2 of 3.